Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer declined further troubleshooting from tandem technical support. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, and customer reported increased thirst and excessive urination. Elevated blood glucose levels were addressed by manual insulin injection. Ultimately, the customer reverted to an alternate form of insulin therapy.